Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-00589. It was reported the patient hasn't been receiving pain relief in the needed areas. Reprogramming was performed but was unable to provide resolution. X-rays were taken and revealed that both of the patient's leads have migrated. As a result, the patient plans to undergo surgical intervention.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-00589. Follow-up revealed the patient's leads were repositioned via surgical intervention on (B)(6) 2017. Surgical intervention resolved the patient's issue.